Event description:
The customer reported via phone call that they visited emergency room for low blood glucose on (B)(6) 2022. The customer¿s blood glucose level was below 49 mg/dl at the time of incident. The customer did not experienced any symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer might have over delivered which lead to low blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.